Event description:
It was reported that during a low anterior procedure, the device was closed and fired. The physician used a scalpel to transect the bowel and then released the stapler. Upon inspection of the rectal stump, the bowel was still open and the staple line was not complete. As the transection was so low, he was unable to fire again. Converted to an abdominal perineal resection. The procedure was delayed 30-45 minutes. The pt is fine but will have a permanent colostomy.